Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat an acute pancreatitis with infected walled-off necrosis (won) with 30% necrotic material during a won drainage procedure performed on (B)(6) 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange would not deploy in the scope channel. The stent was removed from the patient partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. A photo of the complaint device was provided by the complainant and showed the stent was partially deployed outside the patient. Note: it was reported that the axios stent was intended to be placed to treat a walled-of necrosis (won) with 40% necrotic material. Per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. This device is not indicated to be placed to treat won with >30% necrotic material.

Manufacturer narrative:
Initial reporter's address 1 and 2: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 21, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat an acute pancreatitis with infected walled-off necrosis (won) with 30% necrotic material during a won drainage procedure performed on may 21, 2022. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange would not deploy in the scope channel. The stent was removed from the patient partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. A photo of the complaint device was provided by the complainant and showed the stent was partially deployed outside the patient. Note: it was reported that the axios stent was intended to be placed to treat a walled-of necrosis (won) with 40% necrotic material. Per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. This device is not indicated to be placed to treat won with >30% necrotic material.

Manufacturer narrative:
Block e1: initial reporter's address 1 and 2: (B)(6). Block h6: imdrf device code a15 captures the reportable event of partially deployed axios stent. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received partially deployed. The delivery system was returned in position "2". Visual examination of the returned device found the outer sheath kinked near the black marker and the luer section. The inner sheath was also kinked. Functional inspection was performed and the stent was able to be deployed without problems. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed. A product labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a walled-of necrosis (won) with 40% necrotic material. The IFU states, "the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture;" however, this device is not indicated to be placed to treat won with >30% necrotic material. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use.